Event description:
A file separated in the canal during a procedure. The patient was referred to a specilist who was unable to retrieve the separated piece. Though recommend the canal be filled with the separated piece in place or that an apicoeotomy be performed. The patient is scheduled for follow-up treatment, though outcome of the event is not known as of this report.